Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a week to 10 days after implant the patient went to the healthcare provider¿s office and the doctor couldn¿t get the external equipment to work. The doctor was finally able to get it to work after some time, and they were working up until yesterday. The caller tried to adjust their stimulation and kept getting the message that the external equipment couldn¿t communicate with the ins. The caller had tried repositioning the communicator multiple times and during the call the device wouldn¿t communicate with the ins either after repositioning. The caller noted both devices were 100% charged. The patient was sent a replacement communicator. Additional information was received from the consumer on (B)(6) 2020. The caller called in reporting they received the replacement communicator and it worked the first day they got it and it had not worked since. The caller stated that they kept getting the message to "retry." The caller did not want to troubleshoot during the call, stating that they had tried repositioning the communicator multiple times and it did not communicate. Patient services recommended that the caller follow up with the health care physician (hcp) to have the device checked. The caller asked for a closer hcp and patient services provided name from listings. There were no patient symptoms and there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.